Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported in a journal article that two patients underwent proximal carpal hemiarthroplasty and indicated postoperative soft tissue imbalance . There has been no further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No medical records received; however, it is noted that the cementless construct is off-label use. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp.

Event description:
It was reported in a journal article that three patients underwent proximal carpal hemiarthroplasty and indicated postoperative soft tissue imbalance. There has been no further information provided.